Manufacturer narrative:
Follow-up #1: date of submission: 12/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/29/2016 with the following findings:. Cs 052-0000 alarms observed in the black box cs 069 alarm at power up. The pump was unable to recover from cs69 after reboot; the cs 069 failure is defined as language file corruption while retrieving the language text. The cs 069 failure was written as cs 087 failure in black box; confirmed in the alarm history..3. The error is resident to flash chip (u39).. Battery compartment crack below the bumper traveling toward the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.